Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that they obtained a discordant result on a patient sample and that error 546 was triggered on the dimension exl with lm instrument. Error 546 indicates that there is insufficient or excess integrated multi-sensor technology diluent in the sample port. The customer's quality control (qc) for levels 1, 2 and 3 were recovering as expected at the time of the event. The customer checked the integrated multi-sensor technology (imt) sample port and observed that the port which held liquid was not draining properly. The customer purged the port waste with 20 cc of hot water and saw no improvement in the flow. The customer removed the fpv com tubing from the waste bottle, blocked clot port and forced air back through the imt sample port and reconnected the fpv com tubing to the waste bottle, obtaining satisfactory flow. The ccc specialist instructed the customer run qc and repeat patient samples, resulting as expected. The ccc specialist determined that the customer resolved the issue by clearing the occlusion in the fpv com tubing from the port waste to the waste bottle. The cause of the falsely elevated k result was due to the occlusion in the fpv com tubing. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated potassium (k) result was obtained on a patient sample on the dimension exl with lm instrument. The discordant result was not reported to the physician(s). The same sample was repeated on an alternate instrument and on the original instrument post service resulting lower. It is unknown which repeated result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated k result.